Event description:
Caller reported blood glucose result of 60 mg/dl on the aviva system, self-treated with orange juice, reported blood glucose result of 120 mg/dl on the aviva system within 10 minutes. Reported no adverse event relative to this discrepancy. Strips not available for return, replacement system sent.